Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the bolus was cancelled of 0.4u at school on unknown date. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available black box history showed evidence of 2 cancelled boluses, one by the meter and one due to an occlusion alarm. The meter was not returned. The pump paired with the test meter. A manual bolus from the pump, and a test meter were successfully performed. No hypersensitive or stuck keys were found. The history settings issue was unable to be duplicated due to the pump information for the date of the complaint was overwritten.